Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an f-94 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was evaluated on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4) (same device as in related (B)(4)). The root cause of alarm f-94 was determined to be a leaking battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.